Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal haemorrhage ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. It was reported that symptoms are improving as she recovers from her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal pain") in a 33-year-old female patient who had essure (batch no. B40022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concomitant products included levonorgestrel (mirena) for contraception as well as bupropion hydrochloride (wellbutrin) from 2012 to 2018, buspirone from 2011 to 2018, cyclobenzaprine from 2015 to 2018, escitalopram oxalate (lexapro) from 2011 to 2018, gabapentin since 2017 and naproxen from 2015 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain/pain: lower back pain"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("irregular vaginal discharge/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pelvic pain ("pain: pelvic pain"), 1 year 4 months after insertion of essure. In 2018, the patient experienced amnesia ("short term memory loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal haemorrhage, menorrhagia, headache, tooth disorder, vaginal discharge, amnesia, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. It was reported that symptoms are improving as she recovers from her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: reporter information was added. This case concerns 33 year old patient. Her demographic was updated. Her historical medication was added. Essure indication was amended. Essure lot number was added. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (menorrhagia), headaches, dental problems, vaginal discharge, short term memory loss, fatigue and pain: pelvic pains were added. She had recovered from all the events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("back pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal haemorrhage ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. It was reported that symptoms are improving as she recovers from her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/pain: abdominal pain") in a 33-year-old female patient who had essure (batch no. B40022) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nuvaring. Concomitant products included levonorgestrel (mirena) for contraception as well as bupropion hydrochloride (wellbutrin) from 2012 to 2018, buspirone from 2011 to 2018, cyclobenzaprine from 2015 to 2018, escitalopram oxalate (lexapro) from 2011 to 2018, gabapentin since 2017 and naproxen from 2015 to 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain/pain: lower back pain"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("irregular vaginal discharge/abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), headache ("headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pelvic pain ("pain: pelvic pain"), 1 year 4 months after insertion of essure. In 2018, the patient experienced amnesia ("short term memory loss"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse") and tooth disorder ("dental problems"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, alopecia, vaginal haemorrhage, menorrhagia, headache, tooth disorder, vaginal discharge, amnesia, fatigue and pelvic pain had resolved. The reporter considered abdominal pain, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she has been left with abdominal deformity and severe large scarring. It was reported that symptoms are improving as she recovers from her removal surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.